Manufacturer narrative:
Complaint conclusion: as reported, pieces of the hub of a 5f vertebral (ver) 135° 100cm tempo diagnostic catheter broke off after flushing the catheter and/or connecting it to the injector. There was no reported patient injury. Some of the fragments were small enough that there was a potential risk of accidental injection into the patient. One non-sterile cath tempo 5f ver 135° 100cm device was returned for evaluation along with an empty plastic container. Visual inspection identified splintering on the luer hub. Functional testing was performed by flushing the device with water using a cordis laboratory sample syringe; no leakage or flow restriction was detected, and the fluid passed normally through the lumen. Microscopic evaluation by scanning electron microscopy revealed striation patterns on the affected hub surface, which are typical of areas exposed to high tensile forces. All available testing was completed, and the results were within expected performance parameters. The analyses did not indicate a manufacturing or design deficiency. The reported malfunction ¿luer hub ¿ splintered ¿ fragments can be injected¿ was seen during the product evaluation. The exact cause of the event cannot be found; however, the signs of mechanical interaction or stress noted during the product evaluation indicate procedural factors may be a contributing factor. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. The current device labeling does not include specific warnings regarding users experience. The event is consistent with localized mechanical stress, potentially related to handling factors such as over-tightening or external compression. Prevention of such occurrences is addressed through operator training and adherence to standard interventional practice. The labeling includes a precaution stating that the device is intended for use only by physicians trained and experienced in diagnostic and interventional catheterization techniques. Given the low occurrence rate and reliance on professional handling, the current labeling and training requirements are considered adequate. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, pieces of the hub of a 5f vertebral (ver) 135° 100cm tempo diagnostic catheter broke off after flushing the catheter and/or connecting it to the injector. There was no reported patient injury. Some of the fragments were small enough that there was a potential risk of accidental injection into the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.